Event description:
Flushing of face, difficulty breathing, migraine headache. Info was received in 2004 from a physician on a pt, with a history of osteoarthritis, pneumonia, hypertension, cardiac disease, allergy to asprin, celebrex and vioxx who received their first synvisc injection in 2003 in their left knee along with an unspecified steroid injection into the tendons around the knee. Approx three to four hours after receiving the injections, pt developed flushing of their face, difficulty breathing and a severe migraine headache. The pt went to their primary care doctor who prescribed an intramuscular injection of unspecified steroids and a steroid blister pack for their symptoms. The pt's symptoms lasted until the evening two days after receiving the implant. The pt did not receive add'l synvisc injections. Injection of anesthetics or other medications into the knee joint during synvisc therapy may dilute synvisc and affect safety and effectiveness. Qa investigation results: product release data for both us and canadian facilities were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met spec limits and the data showed normal variability.